Event description:
On (B)(6) 2012, the healthcare professional/reporter, the patient's physician, contacted animas to report that on (B)(6) 2012 the patient experienced a "hypoglycemic event" on (B)(6) 2012. Emergency medical services were contacted, and when paramedics arrived, the patient's blood glucose level was tested to be 40 mg/dl and 46 mg/dl. No information was provided about any symptoms the patient experienced. The patient was treated with a glucagon injection and intravenous glucose, and transported to the emergency room. The patient is a high-risk pregnancy patient. Troubleshooting revealed all pump programming, settings, and date/time were correct, except for the insulin on board setting which had been turned off for two hours. This can result in stacking of insulin and may contribute to over-infusion of insulin. All basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately delivering insulin as programmed. The patient's technique may have been incorrect by turning off the iob function of the pump. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia afterwards, and received emergency medical attention and treatment with glucagon, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.